Event description:
The plastic tab holding the 3 lead connector was not making proper contact and an error message directing the user to "plug in pads connector" was heard. This occurred with three separate units in (B)(6) 2012. It also occurred on a unit in (B)(6) 2011. Unit was repaired by cardiac science.